Event description:
The gprs smartview monitor was sent to the patient on (B)(6) 2016 and it was installed on (B)(6) 2016. After only 6 months the status led is not turned on. The supply connector piece is lost. The patient says that he has not moved the monitor from the place that it was installed and the monitor has not been felt down.

Event description:
The gprs smartview monitor was sent to the patient on (B)(6) 2016 and it was installed on (B)(6) 2016. After only 6 months the status led is not turned on. The supply connector piece is lost. The patient says that he has not moved the monitor from the place that it was installed and the monitor has not been felt down.